Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings: no defect was found. Last basal delivery was on (B)(4) 2014 at 3:26pm. Unacknowledged warnings are observed for 5hr on (B)(4) 2014 and for 1hr on (B)(4) 2014. Tdd add up and reflect the programmed basal target. The pump reflected 24u after a 24hr on 1u/hr duration test. The pump performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 520 mg/dl with pain running down their arm, rapid deep breathing, shortness of breath, and chest pain. Reportedly, the patient was hospitalized on (B)(6) 2014 and treated with insulin via injection and IV fluids. The reporter stated that the patient remained on the insulin pump. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. The patient reported that the time and date were correct in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged inaccurate delivery issue while using insulin pump therapy.